Event description:
During a retrospective review of pt data at various european locations, it was noted that the pt's predominant seizures (tonic-clonic seizures) were noted as having an increase in the duration of seizures, ictal severity and post-ictal severity of seizures at the 6-month, 1-year and most recent (unknown date) follow-ups. It was also indicated that the pt's partial seizures with secondary generalization were increasing at these same visits. A search performed in the manufacturer's programming history database indicated that the last known diagnostics were within normal limits. Good faith attempts to obtain additional info have been unsuccessful to date.